Manufacturer narrative:
The following elements have blank data.

Event description:
During an internal transport, the battery alarmed "batteries discharged" within 13 minutes of leaving the patient room. The batteries should last a minimum of 30 minutes. The patient was immediately returned to the patient's room and the system was plugged into wall power. No patient harm. The system had been plugged in and charging over night before the transport attempt. The system has been returned to berlin heart and the root cause was determined to have been a defective battery. Both batteries were replaced. This is a recurring problem.

Event description:
During an internal transport, the battery alarmed "batteries discharged" within 13 minutes of leaving the patient room. The batteries should last a minimum of 30 minutes. The patient was immediately returned to the patient's room and the system was plugged into wall power. No patient harm. The system had been plugged in and charging over night before the transport attempt. The system has been returned to berlin heart and the root cause was determined to have been a defective battery. Both batteries were replaced. This is a recurring problem.